Manufacturer narrative:
The customer found 2 strip pads had fallen off into the strip provider module (spm). The customer removed the pads from the spm. Service was not scheduled for this event but a chief engineer from r&d was on site to ensure that there were no issues with the analyzer bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 2 strip pads had fallen off into the strip provider module (spm) of their ichem velocity strip. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.

Manufacturer narrative:
Conclusion section revised to reflect updated information: (B)(4). Based on the available evidence, beckman coulter (bec) has determined the cause of the reported event that triggered this recall action 2050012-0120/2016-001c, reported initially to the (B)(4) district office on 01/20/2016, in accordance with 21 cfr 806). As of august 19, 2016 FDA recall number z-1067-2016 (2050012-0120/2016-001c) has been closed.